Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission

Event description:
It was reported that smoke could be seen coming out of the vent on the unit.

Manufacturer narrative:
The reported event of smoke emission was investigated and confirmed. Evidence of smoke was found in the unit, along with a burned capacitor on the printed circuit board. The root cause was electrical overstress.